Event description:
The customer reported the ventilator failed pre-use testing due to a crossover test failure. There was no patient involvement. The manufacturers service technician was able to duplicate the complaint. During evaluation, the service technician reported the check valve was damaged with the body torn from the valve ring. The service technician replaced the check valve to address the finding. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Results: check valve.